Event description:
It was reported via the sales representative report that the cot had dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported. The lbms service technician could not duplicate the cot drop.

Manufacturer narrative:
Serviced by (B)(4).